Event description:
Note: this MFR report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-04233 for a description of the second device. It was reported to boston scientific in 2008, that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the tip of the hydratome rx sphincterotome was "smashed and disfigured" after it was advanced through the endoscope. The physician attempted to complete the procedure with a second hydratome rx sphincterotome device.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date cannot be determined. The device has been discarded. A device analysis cannot be performed; therefore, the cause of the reported damage is undetermined.